Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that after patient used the product for about half a year, there appeared a broken hole at the hub of catheter. Blood can leak through this hole. The catheter was pulled and replaced. There was no patient injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.